Manufacturer narrative:
A4: no patient involved. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the red battery light on the power module would not turn off after the battery was exchanged. The battery clip seemed to be loose and fit very tight. A replacement streamline cable was sent to the customer however the cable appeared to be damaged. An additional streamline cable was requested. Related manufacturer reference number: (B)(4) (initial power module).

Manufacturer narrative:
H5 - labeled for single use?: correction h8 - usage of device: correction manufacturer's investigation conclusion: the reported event of the streamline cable being damaged upon receiving the product was confirmed via customer submitted images and evaluation. Customer photos revealed damage to the positive connector of the heartmate power module assy. Streamline battery cable (lot number 10041172). The streamline battery cable assembly was returned for analysis, and visual inspection confirmed the damage. The battery clip assembly was connected to a test power module; however, a test backup battery was unable to securely connect to the battery clip. No further testing was able to be performed. A manufacturing task was opened to investigate the issue of receiving the streamline battery clip assembly damaged. The task concluded the most probable root cause of the issue was man; however, it was unclear how the damage occurred after passing inspections at the supplier and abbott mcs and then stored in warehouse. An awareness training was conducted for the warehouse team to avoid any damage during packing and shipping components directly to the supplier. A supplier corrective action request (scar) was initiated and the supplier, dc electronics, was notified. A device history record (DHR) was located for batch 10041172. The streamline cable, battery, pm received under batch# 10041172 did pass the inspection performed at abbott incoming inspection. Vendor in-process inspection and final inspection report for streamline cable, battery, pm batch# 10041172 was reviewed and streamline cable, battery, pm did pass the inspection performed at the supplier. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.